Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that there was an occlusion and no delivery alarm. Customer's blood glucose was 399 mg/dl at the time of the call. Mother states the customer received a no delivery, while performing the site change. The customer performed the rewind again in order to fill up the tubing. She was informed to remove reservoir from pump and disconnect and reconnect reservoir to help with insulin flow.